Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. There was no reported adverse impact to customer's blood glucose level. The distributor received the pump for investigation and a new cartridge was loaded successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.